Event description:
The ECMO coordinator reported that during an ECMO procedure, air was seen in the tubing circuit. The tubing circuit was subsequently changed out and the ECMO procedure was continued. Several hours later, air was again seen in the tubing circuit. The patient was removed from ECMO for approximately 5 minutes and the circuit was changed out again. Later, a decision was made to remove the patient from the pump. The patient was reported to have expired due to other complications.

Manufacturer narrative:
According to the hospital risk manager representative, the device was inadvertently discarded by the hospital and therefore is not available for technical analysis or evaluation. During this ECMO procedure, there were two reports of air being observed in the tubing circuits. The first report was on heart/lung pack catalog number 020982601, lot number 0617000119 and was reported under MDR# 1718850-2008-00001. This medwatch report is for the second observation of air which occurred after the tubing circuit was replaced with heart/lung pack catalog number 020982602, lot number 0719700040. Unfortunately, the product involved in the incident was inadvertently discarded by the hospital and not available for evaluation. A review of the manufacturing records revealed that the heart/lung pack was manufactured according to specifications. Heart lung packs are designed and intended for surgical procedures lasting up to six hours and not for ECMO application.